Event description:
It was reported that leak occurred. During an atrial fibrillation procedure, a faradrive steerable sheath clear was selected for use. During preparation, leak was observed from hemostatic valve. The sheath was replaced, and the procedure was successfully completed with an alternative device. No patient complications occurred, and the patient made a full recovery.

Event description:
It was reported that leak occurred. During an atrial fibrillation procedure, a faradrive steerable sheath clear was selected for use. During preparation, leak was observed from hemostatic valve. The sheath was replaced, and the procedure was successfully completed with an alternative device. No patient complications occurred, and the patient made a full recovery. It was further reported that both air and fluid leak were observed.